Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the cause was not determined yet and the patient would like an impartial health care professional to look at the device. It was also confirmed that there were no steps taken as of yet. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
Date of the event was estimated. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported that the patient went to pain management and back in (B)(6) 2018 the patient got an implant on the side opposite of her ins. The patient stated that she was having issues with the current jumping since (B)(6) 2018. The patient noted that she would turn her bladder stimulation off but she could feel the pain stimulation device current go to her ins device. The patient noted that she could feel stimulation down her leg like she would if she had the ins on too strong. The patient was redirected to her health care professional. There were no further symptoms or complications reported or anticipated.